Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the post-operative bleeding was due to anticoagulants. A log review showed a sureform 45 curved tip stapler instrument was installed on the system and failed to engage with the system on installs 5-18. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the logs. According to the customer, a third-party laparoscopic instrument was used to complete the staple line; no additional ports were required, and the procedure was completed robotically.

Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy procedure, the patient experienced unexpected post-operative bleeding. Post-operatively, the patient experienced unexpected bleeding from an unspecified vessel and the patient was brought back the next day, for video-assisted thoracoscopic surgery (vats) to resolve the bleeding. The amount of bleeding is unknown, but the patient did not require a blood transfusion. The patient was later discharged from the hospital. The surgeon believes the cause of the bleeding was due to anticoagulants. It is unknown if the patient was taking the anticoagulants prior to or after undergoing the da vinci-assisted surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the sureform 45 curved tip stapler instrument and performed failure analysis (fa). The instrument was found to have failed the mechanical engagement sequence during in-house testing and based on log review. The instrument inputs failed to engage with the in-house system's sterile adapter on two attempts, preventing the instrument from entering into following mode. An error code was displayed, with parameters indicating that the roll axis failed to engage.

Event description:
Refer to h10/h11 for follow-up information.